Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the exact cause of the confirmed high current drain condition could not be confirmed. The hybrid was damaged during analysis. Testing revealed a no output and no telemetry condition. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity.

Event description:
It was reported that the device had reached end-of-life with no magnet response. Premature battery depletion was suggested. The device was explanted and replaced. No patient complications were reported as a result of this event.